Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple inappropriate auto mode switch episodes due to suspected myopotential oversensing were observed via remote transmission. The noise was not able to be reproduced. Programming changes were made. Patient condition was good.